Manufacturer narrative:
The table was examined by a berchtold field service tech. The table was visually examined and tested with a different back section. It was concluded the original back section had bent rails and it would not lock into the table. The bent rails were replaced.

Event description:
It was reported that the back section of the table allegedly became loose or dislodged during a procedure. There was no report of injury to the patient or a delay in the procedure.